Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, ¿end firing at the end of the fiber tip¿ occurred. A second fiber was utilized to complete the case. There was no patient injury reported due to the reported event.

Manufacturer narrative:
Device evaluated by manufacturer - updated; device eval by MFR sum attach? - updated; summary attached - updated; evaluation method code - updated; evaluation results code - updated; method and evaluation codes - updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber reveled the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap bevel edge and the metal cap are not aligned. The glass cap is protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after during a benign prostatic hyperplasia (bph) procedure, the fiber was ¿end firing at the end of the fiber tip¿ after 48,777j with 9:10 minutes. The tip of the fiber was not cleaned. A second fiber was utilized to complete the case. There was no patient injury reported due to the reported event.

Manufacturer narrative:
Description: updated. Other relevant history : updated. Device available for eval: updated based on product returned. Date returned to MFR: updated: updated based on product returned. Device returned to MFR? Updated based on product returned. Device evaluated by MFR? Updated based on product returned. Reason device not evaluated: updated based on product returned.